Event description:
Event description cpi received information that following therapy delivery from this implantable cardioverter defibrillator (ICD), the device begain emitting a constant tone. Upon interrogation, it was noted that the ICD had undergone a reset. During the invasive procedure to explant the system the physician noted an inappropriately low lead impedance on the transvenous defibrillation lead. The entire system was explanted.